Event description:
The user facility reported movement of the skull clamp during a procedure but no patient injury was reported. The physician further reported that the movement was realted to the skull clamp. It happened to him twice and both patients "fell" into extension of their neck as the skull clamp release/gave way. The physician also stated that is occurred to one colleague.